Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege subsequent to her hip implant surgery, the patient began having pain in her right hip, which over time has become progressively worse and now exceeds the pain she had before her hip replacement surgery.